Manufacturer narrative:
The device was not received for investigation. However, the provided photo confirmed the report. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported pruitt f3 carotid shunt common balloon was found ruptured prior to using the product. No injury occurred to the patient.